Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had a loss of capture and r-wave amplitude variation. This was due to physical trauma that the patient suffered prior, which had caused the rv and atrial lead to dislodge. The atrial lead was successfully repositioned and the rv lead was replaced due to the stylet getting stuck inside the lead during repositioning. The patient was stable with no consequences. Related manufacturer report number: 2938836-2017-31872.